Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the stent dislodgement could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that before use the protective sheath of an omnilink elite over the wire (otw) was removed and the stent dislodged from the balloon. There was no resistance noted while removing the device from the dispenser coil. There was no resistance noted during removal of the stylet or protective sheath. The device was not used and there was no patient involvement. A same size omnilink elite was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.